Event description:
A customer reported experiencing a loss of monitoring on all ge monitors in three buildings across four different care units for approx two to three hours. Both hard wire and telemetry beds were affected. The cic showed a "no comm" message at the time. No pt injury was reported. The customer sated that the issue was isolated to a single dash 4000 monitor. Once the monitor was removed from the network, the issue was resolved. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.